Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing. An invasive procedure was performed and the physician elected to implant a new rate sensing lead. The rate sensing portion of the transvenous defibrillation lead was capped, while the high voltage portion remains active. The ICD was reimplanted. The new rate sensing lead implanted was manufactured by medtronic.